Event description:
It was reported by the customer that a pyxis medstation es system had an issue patient order not appearing in profile. The customer reported that the user was able to remove the medication from another station and also there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that problematic orders sent to the wrong visit ID. A technical service engineer instructed to contact admission team and corrected the issue. Confirmed orders were being sent to an older visit's ID. The system functioned as intended.